Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013 and claimed the cgm was 100 points off from blood glucose meter, however, the patient did not provide any example readings. Dexcom technical support provided the patient with instructions on how to send data to dexcom for review. The patient reported no use of acetaminophen at the time. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Evaluation of the returned device was unable to confirm the reported hardware error due to the condition of the device.

Manufacturer narrative:
(B)(4). Please disregard MDR# 3004753838-2014-00606 follow-up 1 because the MDR# was incorrect. It should be the follow-up 1 MDR# 3004753838-2013-00606.